Manufacturer narrative:
The insulin pump passed displacement, rewind and basic occlusion. All operating currents are within specification, low battery alarm and off no power alarm functions properly. No motor error alarm noted. Unit was unable to prime due to faulty force sensor. The no delivery alarm functioned properly during the basic occlusion test. Unable to perform the occlusion test and the excessive no delivery test due to prime/fill anomaly. Unit had missing segments due to cracked zebra connector on the display board. Unit had cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 580 mg/dl. Caller stated that the customer's infusion set cannula was bent and the insulin pump did not alert her. Caller stated that the customer had stomach aches, sore throat and was vomiting prior to hospitalization. Nothing further was reported.